Event description:
It was reported that the patient was having extremely painful stimulation every five minutes when his generator turned on. This began on (B)(6) 2013, when the physician first turned on the generator. The patient was initially implanted on (B)(6) 2013. The patient stated that the pain occurred every on time after the 5 minute period and has not changed since (B)(6) 2013. The patient stated he would try to disable the stimulation with the magnet, but the pain was severe and his follow up appointment with the physician had been cancelled. Follow up with the patient's caregiver found that the patient had sever nausea and vomiting that weekend, for which the physician requested the patient go to the emergency room. The patient was severely dehydrated and the patient and caregiver believed that the vns may be causing these issues, so the device was disabled with magnet. It was stated that the magnet did not turn off the vns and only lessened the output current. Afterwards, it was stated that the patient and caregiver now believe that the nausea and vomiting are due to dental work that was performed two weeks prior as the patient has been sick ever since. The patient had several teeth pulled and was getting ready for dentures when he started getting sick. Attempts have been made for additional information; however, they have been unsuccessful.

Manufacturer narrative:
.